Manufacturer narrative:
The reported event of noise was confirmed while the reported event of lead fracture was not confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can breaching the ring electrode cable lumen proximal to the suture sleeve tie impression. The etfe cable coating of one ring electrode cable was abraded in this location. The cause of the reported event of noise was isolated to the abrasion of the one ring electrode etfe cable coating. X-ray examination did not find any indication of conductor fractures.

Event description:
New information received notes that the patient's right ventricular (rv) lead was also found to have a lead fracture and was not able to be used according to the healthcare professional. The explant and replacement procedure was performed on 10 feb 2023. Calcification was noted at the site of the lead. The patient was stable throughout the procedure.

Event description:
It was reported that a patient presented remotely with reported syncopial episodes. Examination of the patient's right ventricular (rv) lead revealed over-sensing of noise, resulting in pacing inhibition. No patient arrythmia was reported. The rv lead was explanted and replaced. No further patient consequences were reported.